Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-12-03 h6: investigation summary one sample with open packaging was received by our quality team for evaluation. On the actual sample, the team did not observe a solution passed through the stopper and found no residual fluid in the rear of the syringe and on the plunger of the syringe. The sample was subjected to the leak test and passed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The customer experience was unable to be confirmed as the team was not able to duplicate the nonconformance. Therefore, the root cause could not be determined.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked while flushing and aspirating the fistulas and central lines. The following information was provided by the initial reporter: "during flushing and aspiration of renal fistulas and central lines. Residual fluid contamination noted in the rear of syringe and on plunger indicating an inadequate seal.".

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked while flushing and aspirating the fistulas and central lines. The following information was provided by the initial reporter: "during flushing and aspiration of renal fistulas and central lines. Residual fluid contamination noted in the rear of syringe and on plunger indicating an inadequate seal."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.